Event description:
It was reported that the patient bent the lead on the left side of her neck and it felt like it had moved. The patient thought it happened 'about a month or so ago.' The patient had no falls or trauma. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4) implanted: (B)(6) 2012. Product type: implantable neurostimulator: product idm, serial# (B)(4). Product type: programmer, patient product ID 3387s-40, lot# v042088, implanted: (B)(6) 2009. Product type: lead, product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension, product ID 7438, serial# (B)(4). Product type: programmer, patient product ID 37092, lot# 323250004, implanted: (B)(6) 2012. Product type: accessory, product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension, product ID 3387s-40, lot# v727701, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead, (B)(4).